Event description:
It was reported that a remote alert was received from this implantable cardioverter defibrillator (ICD), indicating that a signal artifact monitoring (sam) episode had been declared and the minute ventilation (mv) sensor signal had been automatically disabled. Boston scientific technical services was contacted and it was discussed that at the time of the event, the patient was undergoing a surgical hip replacement procedure. Therefore, it was discussed that these artifacts were subsequently over-sensed, resulting in the mv feature being disabled. It was recommended that the patient should be seen in-clinic to program the mv sensor back on, if clinically appropriate. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.